Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, version: 3.1.1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. During a procedure, the patient passed registration. When verifying registration, the site claimed it was accurate on the nose, but on the rest of the head it was off by "90 degrees." The site tried to re-register the patient again, but the issue persisted. Another navigation system was used to get accurate registration in order to complete the procedure. The issue resulted in less than one hour procedure delay. There was no reported impact to the patient.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating this issue occurred during a craniotomy.